Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, on preparation, the trocar was very difficult to insert into the cannula and as a result, the cannula cracked. The device was not used on the patient. There was no patient injury.